Event description:
The customer reported a missing anti-k and a wrong crossmatch result. The customer had participated in the cap survey testing j-b 2012. During testing, the customer yielded a negative antibody screening test and because of this he did not perform a crossmatching test. The customer was informed by cap that he missed an anti-k and failed in crossmatching testing. The customer has neither returned the sample which had caused a false negative test result nor the supposedly defective product. At the time this complaint was filed, the supposedly defective product was already expired. Therefore, a testing of the retained sample was not possible. Our quality control laboratory had also participated in this cap survey testing j-b 2012 and was successful. Our quality control laboratory had correctly identified the antibody anti-k and correctly performed the crossmatch. Our quality control laboratory had used a different lot biotestcell 3 than the customer. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident